Event description:
Procedure type: gastrectomy. Patient gender: unknown. According to the reporter: before firing, a part of small bowel was torn because it was pinched by the device. The surgeon stopped using the device and continued the procedure with manual suturing. No bleeding was reported. No further details have been provided.